Event description:
Healthcare professional reported left side deflation. Additional "aspiration of left breast fluid", "fluid appears thin and yellowish like a seroma". Device has been explanted.

Manufacturer narrative:
(B)(4). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, seroma-late.